Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The patient reported via the representative (rep) that the patient was implanted for back and leg pain with an epidural lead. A sacral lead was used for anal pain. The back and leg pain was okay and the patient has good pain relief. The anal pain was still present and there was no pain relief. The physician checked the programming and impedances but no issue was revealed. The physician suggested to decrease the stimulation from the sacral lead to understand if the problem was the stimulation. The patient referred that the anal pain remained. It was noted the patient "have some anal loss," maybe blood, this will be confirmed tomorrow. No surgical intervention occurred or was planned. The patient will have an implantable neurostimulator (ins) follow up visit and a colonoscopy to try to resolve this event. The patient's health care provider will have further information on this event and the rep will obtain the information on (B)(6). The rep reported two days later that the patient stated that when stimulation was off, the sacral pain was stronger. The colonoscopy was okay. The sacral pain was probably connected to a sacral fracture that happened in 2008. The pain worsened after an electromyography done in the pain area. The physician did a cortisone injection to manage this pain. The pw programmed now was 180 microsec on program a1. If additional information is received, a follow up report will be sent.